Event description:
The patient reported that while he was at work in 2008, his blood glucose levels dropped and his coworkers found him unconscious. He stated they called 911 and he was treated onsite by paramedics who gave him an IV glucose drip. He stated his blood glucose reading was 32 mg/dl with his recommended reading being around 140 mg/dl. He stated he has since seen his doctor who advised him to lower his basal rates during the day. Repeated attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.